Event description:
Purewick external urine management device-- product information states to attach to suction at >40 mm hg, does not give a high end to stop. Suction settings in hospital setting can go to 200mm hg. We have noted increased reports of redness, blisters and injuries to male patients in our setting.